Event description:
The customer reported a bloody leak at the sample tubes of the coulter act 5diff cap pierce (cp). The volume of the leak was two drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse found that solenoid valves lv22 and lv23 were defective and were causing the leak. The fse replaced solenoid valves lv22 and lv23, which repaired the leak. The repairs were verified per established procedures. (B)(4).